Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked for the non patient needle sleeve with 4 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 02-mar-2026. Investigation summary: bd received 5 samples for investigation. The 5 customer samples were subjected to sleeve function testing using ten tubes per needle. One of the samples failed testing as there was leakage observed where the tubing and female luer connect. However, there was no evidence of leakage from the sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is able to confirm the failure mode of leakage during to injection/blood/urine collection based on customer sample analysis. Bd is unable to confirm the customer's reported failure mode of sleeve leakage based on customer sample testing analysis. Bd has initiated further root cause investigation relating to the issue of leakage at tubing to female luer assembly area through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked for the non patient needle sleeve with 4 devices. No adverse impact was reported regarding the patient or user.